Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a cuff leak. There was an audible gurgling sound and change of tube was decided due to dysfunctional cuff. There was no injury following the event.